Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. A global communication tool software test was performed and passed. Manual "try it" testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker resistance measured was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.